Event description:
A peritoneal dialysis (pd) patient reported that he was in the hospital (for undisclosed) and while in the hospital he used the hospitals cycler. The patient reported that his hospital stay was prior to (B)(6) 2014. Upon follow up with pdrn, it was determined that the patient was in the hospital due to peritonitis form (B)(6) 2013 to (B)(6) 2014. The patient's effluent was cloudy. The patient's culture test came back negative because he was started on antibiotics a day before the culture test was given. The pdrn states that she does not have a list of the specific antibiotics given to the patient. The patient discontinued use of the cycler and started hemo-dialysis treatments on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.